Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d4, d8, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: the flickering in image due to faulty receptacle unit and faulty power supply. Based on the results of the investigation, it is likely the following led to the malfunction: unit is not getting on due to faulty power supply also flickering in image due to faulty receptacle unit and cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not switched on. The issue occurred during set up / inspection for use (during set up in room / before patient in room) there were no reports of patient harm.